Event description:
A malfunction alarm identified as malf 12 was reported, prompting technical support intervention. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, which successfully resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the problem reappeared.